Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having trouble with sensor not sticking. The customer also reported that she experienced low blood glucose levels to around 50 mg/dl. Customer also stated that she may need to adjust the insulin pump's settings. The insulin pump was not replaced or returned for analysis.